Event description:
It was reported that a system error 2240 alarm (air in line/set) occurred on a homechoice device during the initial drain phase of automated peritoneal dialysis therapy. The home patient (hp) was connected at the time of the alarm. Troubleshooting revealed that the hp failed to allow the line to prime completely before connecting. A technical service representative (tsr) reviewed proper procedures with a care giver (cg). The tsr assisted the cg with disconnecting and advised the hp to start therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the care giver reported that the patient line was not primed properly before therapy. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.